Event description:
It has been reported to us that during the procedure, the y-adapter touhy borst was leaking and air being injected via the guide catheter into the coronary artery. The physician was performing a case with an acute ami and was using a y-adapter touhy borst. The physician tightened the cap on the adapter; however, there was constant drip from valve, even when tightened. The physician indicated that this leaking led to air being injected via catheter into coronary artery. The pt had st segment elevation at time of injection. The pt pressure readout dampened to 70mmhg. The physician made several attempts to tighten the valve and a slight raise in blood pressure readout to 90mmhg was noticed in the pt. An attempt to obtain additional information about this case has been made.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.